Event description:
The reporter indicated that a 13.2mm, (B)(4), implantable (B)(6) was implanted into the patients (B)(6) on (B)(6) 2021. On (B)(6) 2021 the lens was removed and later replaced with a shorter length lens due to excessive (B)(6). It was reported that the problem resolved. The reported stated " glare has decreased and patient can function better." In the reporters opinion the cause of this event was the device, the reporter stated " large vaulting causing a lot of (B)(6) no constricting normally."

Manufacturer narrative:
Work order search: no similar complaint were reported for units within the same lot. (B)(4).